Manufacturer narrative:
(B)(4). Results: stroke.

Event description:
One endeavor sprint rx drug-eluting stent was implanted to the mid lad during index procedure. Approximately 28 months post index procedure, the patient suffered an ischemic stroke. It was reported that 'patient suffered weeks before from paroxysm, atrial fibrillation with changing in perm. Atrial fibrillation, later on got a stroke.' The investigator confirmed that the reported event was not related to the study stent/procedure. Patient was asymptomatic at 30 day, 6 month, 1 year, 1.5 year, 2 year and 2.5 year follow ups.